Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the reservoir was occluded and insulin could not be pushed through the tubing. Caller stated that removing the tubing and reconnecting did not correct this issue. Blood glucose level at the time of the incident was not provided. The reservoir was replaced but not returned for analysis.